Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein everything was replaced per physician¿s preference. It was also reported that the leads were tangled up. No device malfunction was suspected. The patient was doing well postoperatively additional suspect medical device component involved in the event: model #: sc-2138-70 serial #: (B)(4). Description: scs 70cm iii lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inflammation in the pocket area. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had inflammation in the pocket area. The patient will undergo a revision procedure wherein the ipg will be replaced.